Event description:
It was reported that during a da vinci s surgical procedure, a piece of the back of the tenaculum forceps instrument broke off. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the luer plate dislodged from the chassis and pushed into the back end of the instrument. The chassis feature that retains that luer plate is undamaged , however , all of the housing pins adjacent to the snap tabs are broken off. Engineering concluded that the instrument was likely mishandled, causing the housing to come off and the luer plate to dislodge. Engineering also found the distal end of main tube has a couple of deep scratches on one side of the tube with material removed. The scratch marks are directly above the proximal clevis and are not aligned with the tube axis. Engineering concluded that the scratches were most likely caused by instrument collisions or rough handling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tips.